Manufacturer narrative:
Zoom handle load cell weldment.

Event description:
It was reported by svc report that the zoom function was intermittent. No pt involvement or adverse consequences are reported.